Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both coils embedded in uterus/ migration of essure device (uterus)"), device breakage ("device breakage"), genital haemorrhage ("heavy bleeding"), post procedural haemorrhage ("light bleeding after procedure"), loss of consciousness ("blacking out") and suicide attempt ("attempted suicide") in a 29-year-old female patient who had essure (batch no. 20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (dob: (B)(6) 2000, (B)(6) 20014, (B)(6) 2007, (B)(6) 2009), recurrent abortion, ectopic pregnancy, preterm labor, depression, gestational diabetes, hemorrhoidectomy in 2002, anorexia in 1998, bulimia in 1998, anemia, ear pain, auditory disorder, shortness of breath, heart rate irregular, chest pain, gas, heartburn, anal fissure, hemorrhoids, hypertrophic anal papilla, anal fistula, proctitis, melanosis coli, neck pain, lumbar pain, neck pain, numbness, tingling sensation, motor vehicle accident, pulmonary embolism, acute renal failure, pregnant and delivery on (B)(6) 2009. She had no history of migraines prior to undergoing the implantation of essure. Social history: denied alcohol and tobacco use. Previously administered products included for contraception: nuvaring; for pulmonary embolism: coumadin; for an unreported indication: depo-provers and tylenol. Past adverse reactions to the above products included constipation with tylenol. Concurrent conditions included hypercoagulation, acute bronchitis, nickel sensitivity, fruit allergy, latex allergy, sulfonamide allergy and drug hypersensitivity. Family history included anemia (grandparent), diabetes (grandparent), arthritis (grandparent), high cholesterol (parents), breast cancer (grandparent), hypertension (father), schizophrenia (brother), bipolar disorder, type ii diabetes mellitus (uncle), hypercholesterolemia (father) and stroke (father). Concomitant products included cod-liver oil (cod liver oil), cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride (benadryl), hydrocodone, hydroxyzine, ibuprofen (motrin), ketorolac tromethamine (toradol), multi-vit and ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia / pain during intercourse every interlude moderate to severe"), migraine ("migraines/headaches"), urticaria ("hives"), mood swings ("mood swings"), anxiety ("anxiety"), skin disorder ("bumps on skin"), constipation ("constipation"), abdominal distension ("bloating"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), swelling ("swelling"), vaginal infection ("vaginal infection"), ear infection ("ear infection") and headache ("headaches"). In 2011, the patient experienced dizziness ("dizziness"), vision blurred ("blurry vision"), dysgeusia ("metal taste in mouth"), urinary tract infection ("urinary tract infection"), palpitations ("heart palpitations") and blood disorder ("blood disorder"). In 2012, the patient experienced loss of consciousness (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems") and tooth infection ("tooth infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), device expulsion ("both coils embedded in uterus/ migration of essure device (uterus)"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea( cramping)"), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), pelvic discomfort ("discomfort"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), blister ("blisters"), cystitis ("bladder infection"), skin swelling ("skin swelling"), suicide attempt (seriousness criterion medically significant), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/changes"), investigation noncompliance ("did you undergo an essure confirmation test: no"), toothache ("often teeth and gum pain (mild to severe)") and gingival pain ("often teeth and gum pain (mild to severe)"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, abdominal pain, genital haemorrhage, device expulsion, blood disorder and investigation noncompliance outcome was unknown and the post procedural haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, pelvic discomfort, dizziness, loss of consciousness, rash, vaginal haemorrhage, menorrhagia, urticaria, blister, mood swings, cystitis, anxiety, skin swelling, skin disorder, tooth disorder, tooth infection, constipation, abdominal distension, nausea, vaginal discharge, vision blurred, weight increased, dysgeusia, swelling, vaginal infection, urinary tract infection, palpitations, ear infection, suicide attempt, bladder disorder, urinary tract disorder, toothache, gingival pain and headache had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bladder disorder, blister, blood disorder, constipation, cystitis, depression, device breakage, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, genital haemorrhage, gingival pain, headache, investigation noncompliance, loss of consciousness, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic discomfort, post procedural haemorrhage, rash, skin disorder, skin swelling, suicide attempt, swelling, tooth disorder, tooth infection, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both coils embedded in uterus/ migration of essure device (uterus)'), device expulsion ('both coils embedded in uterus/ migration of essure device (uterus)'), device breakage ('device breakage'), loss of consciousness ('blacking out') and suicide attempt ('attempted suicide') in a 29-year-old female patient who had essure (batch no. 20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included delivery on (B)(6) 2009, hemorrhoidectomy in 2002, anorexia in 1998, bulimia in 1998, multigravida, parity 4 (dob: (B)(6) 2000, (B)(6) 20014, (B)(6) 2007, (B)(6) 2009), recurrent abortion, ectopic pregnancy, preterm labor, depression, gestational diabetes, anemia, ear pain, auditory disorder, shortness of breath, heart rate irregular, chest pain, gas, heartburn, anal fissure, hemorrhoids, hypertrophic anal papilla, anal fistula, proctitis, melanosis coli, neck pain, lumbar pain, neck pain, numbness, tingling sensation, motor vehicle accident, pulmonary embolism, acute renal failure, pregnant, eczema, pulmonary embolus and migraine. She had no history of migraines prior to undergoing the implantation of essure. Social history: denied alcohol and tobacco use. Previously administered products included for contraception: nuvaring; for pulmonary embolism: coumadin; for an unreported indication: depo-provers and tylenol. Past adverse reactions to the above products included constipation with tylenol. Concurrent conditions included hypercoagulation, acute bronchitis, nickel sensitivity, fruit allergy, latex allergy, sulfonamide allergy, drug hypersensitivity, allergic reaction to antibiotics and obesity. Family history included anemia (grandparent), diabetes (grandparent), arthritis (grandparent), high cholesterol (parents), breast cancer (grandparent), hypertension (father), schizophrenia (brother), bipolar disorder (sister), type ii diabetes mellitus (uncle), hypercholesterolemia (father) and stroke (father). Concomitant products included cod-liver oil (cod liver oil), diphenhydramine hydrochloride, hydrocodone, hydroxyzine, ketorolac tromethamine (toradol), ondansetron (zofran) and vitamins nos (multi-vit). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)") and vaginal infection ("vaginal infection"). In (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea( cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), pelvic pain ("pain"), nausea ("nausea") and headache ("headaches"). In (B)(6) 2010, the patient experienced depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia / pain during intercourse every interlude moderate to severe"). In (B)(6) 2010, the patient experienced urticaria ("hives"), blister ("blisters"), skin swelling ("skin swelling") and skin disorder ("bumps on skin"). In 2010, the patient experienced constipation ("constipation"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), swelling ("swelling") and ear infection ("ear infection") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dysgeusia ("metal taste in mouth") and urinary tract infection ("urinary tract infection"). In 2011, the patient experienced dizziness ("dizziness"), vision blurred ("blurry vision") and palpitations ("heart palpitations"). In (B)(6) 2011, the patient experienced blood disorder ("blood disorder") and urinary tract disorder ("urinary problems/changes"). In 2012, the patient experienced loss of consciousness (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems") and tooth infection ("tooth infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), post procedural haemorrhage ("light bleeding after procedure"), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), pelvic discomfort ("discomfort"), rash ("rashes"), cystitis ("bladder infection"), suicide attempt (seriousness criterion medically significant), bladder disorder ("bladder problems/ changes"), investigation noncompliance ("did you undergo an essure confirmation test: no"), toothache ("often teeth and gum pain (mild to severe)"), gingival pain ("often teeth and gum pain (mild to severe)") and allergy to metals ("nickel allergy "). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and tooth extraction. Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, device breakage, pelvic pain, blood disorder, investigation noncompliance and allergy to metals outcome was unknown, the abdominal pain, genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the post procedural haemorrhage, back pain, depression, fatigue, weight fluctuation, migraine, pelvic discomfort, dizziness, loss of consciousness, rash, vaginal haemorrhage, menorrhagia, urticaria, blister, mood swings, cystitis, anxiety, skin swelling, skin disorder, tooth disorder, tooth infection, constipation, abdominal distension, nausea, vaginal discharge, vision blurred, weight increased, dysgeusia, swelling, vaginal infection, urinary tract infection, palpitations, ear infection, suicide attempt, bladder disorder, urinary tract disorder, toothache, gingival pain and headache had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, blister, blood disorder, constipation, cystitis, depression, device breakage, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, genital haemorrhage, gingival pain, headache, investigation noncompliance, loss of consciousness, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic discomfort, pelvic pain, post procedural haemorrhage, rash, skin disorder, skin swelling, suicide attempt, swelling, tooth disorder, tooth infection, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. On (B)(6) 2007, CT lumbar spine: no evidence for an acute process. No evidence for an acute fracture or subluxation. On (B)(6) 2007, CT spine cervical wio contrast: continued asymmetry of the lateral masses of c1 with respect to body of c2. Findings are suspicious for rotary subluxation. Consider additional CT evaluation with the patient's head turned to the right and to the left. On (B)(6) 2010, left ankle: lateral soft tissue swelling without fracture. On (B)(6) 2010, ventilation/perfu sion lung scan: normal exam. Low probability for pulmonary emboli. On (B)(6) 2010, ultrasound:vascular: bilateral lower extremity venous doppler: no evidence of deep venous thrombosis. On (B)(6) 2011, pelvic ultrasound showed, uterus is slightly enlarged. Ovarian follicles. Small amount of free fluid is seen in the pelvis near the superior uterine contour. On (B)(6) 2012, right shoulder right humerus : findings: 3 films of the right shoulder are submitted. Alignment is anatomic at the acromioclavicular and glenohumeral articulations. No fractures are identified. Limited images of the lung apices are normal. Findings: ap and lateral films of the right humerus are submitted. No fractures are identified. No intrinsic bony abnormalities are seen on (B)(6) 2014, us duplex bilateral lower extremity veins : no deep venous thrombosis in the bilateral lower extremities. On (B)(6) 2014, ventilation/perfusion lung scan : very low probability for pulmonary embolus. On (B)(6) 2014, bilateral fallopian tubes: 1. Specimen received in formalin labeled "bilateral fallopian tubes" are two non-designated imbricated fallopian tubes measuring 7.0 x 0.7 x 0.7 cm and 6.5 x 0.7 x 0.7 cm. Both fallopian tubes are red, smooth and glistening externally and they have paratubal cysts up to 0.4 cm. 2. Both fallopian tubes are sectioned to reveal stellate lumina. Both display mucoid material within the end opposite the fimbria. No essure device is noted either within the lumina or in the container. Sections are submitted for microscopic examination with segments from one fallopian tube in cassette 1 and from the other fallopian tube in cassette 2. (B)(6) 2009, cta of the chest showed there is a small filling defect noted in the right lower lobe pulmonary artery and at least one right lower lobe pulmonary artery bifurcation compatible with small pulmonary emboli. There is also a more subtle filling defect in one of the left lower lobe pulmonary arteries questioned on images 60 and 69. The findings are compatible with small pulmonary emboli. A trace left pleural effusion and bibasilar atelectasis is noted. No pericardial effusions are seen. The lungs are otherwise clear. No enlarged mediastinal or hilar adenopathy is noted. There are several enlarged right axillary nodes seen measuring between 1.4-1.6 cm. The visualized organs of the upper abdomen are unremarkable. Impression: small pulmonary emboli. 2. Some enlarged right axillary adenopathy is noted. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression, anxiety, attempted suicide. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: nickel allergy was added as a event. Lawyer was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both coils embedded in uterus/ migration of essure device (uterus)"), device breakage ("device breakage"), genital haemorrhage ("heavy bleeding"), post procedural haemorrhage ("light bleeding after procedure"), loss of consciousness ("blacking out") and suicide attempt ("attempted suicide") in a 29-year-old female patient who had essure (batch no. 20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (dob: (B)(6) 2000, (B)(6) 2014, (B)(6) 2007, (B)(6) 2009), recurrent abortion, ectopic pregnancy, preterm labor, depression, gestational diabetes, hemorrhoidectomy in 2002, anorexia in 1998, bulimia in 1998, anemia, ear pain, auditory disorder, shortness of breath, heart rate irregular, chest pain, gas, heartburn, anal fissure, hemorrhoids, hypertrophic anal papilla, anal fistula, proctitis, melanosis coli, neck pain, lumbar pain, neck pain, numbness, tingling sensation, motor vehicle accident, pulmonary embolism, acute renal failure, pregnant, delivery on (B)(6) 2009, eczema, pulmonary embolus and migraine. She had no history of migraines prior to undergoing the implantation of essure. Social history: denied alcohol and tobacco use. Previously administered products included for contraception: nuvaring; for pulmonary embolism: coumadin; for an unreported indication: depo-provers and tylenol. Past adverse reactions to the above products included constipation with tylenol. Concurrent conditions included hypercoagulation, acute bronchitis, nickel sensitivity, fruit allergy, latex allergy, sulfonamide allergy, drug hypersensitivity and allergic reaction to antibiotics. Family history included anemia (grandparent), diabetes (grandparent), arthritis (grandparent), high cholesterol (parents), breast cancer (grandparent), hypertension (father), schizophrenia (brother), bipolar disorder (sister), type ii diabetes mellitus (uncle), hypercholesterolemia (father) and stroke (father). Concomitant products included cod-liver oil (cod liver oil), cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride (benadryl), hydrocodone, hydroxyzine, ibuprofen (motrin), ketorolac tromethamine (toradol), multi-vit and ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia / pain during intercourse every interlude moderate to severe"), migraine ("migraines/headaches"), urticaria ("hives"), mood swings ("mood swings"), anxiety ("anxiety"), skin disorder ("bumps on skin"), constipation ("constipation"), abdominal distension ("bloating"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), swelling ("swelling"), vaginal infection ("vaginal infection"), ear infection ("ear infection") and headache ("headaches"). In 2011, the patient experienced dizziness ("dizziness"), vision blurred ("blurry vision"), dysgeusia ("metal taste in mouth"), urinary tract infection ("urinary tract infection"), palpitations ("heart palpitations") and blood disorder ("blood disorder"). In 2012, the patient experienced loss of consciousness (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems") and tooth infection ("tooth infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), device expulsion ("both coils embedded in uterus/ migration of essure device (uterus)"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea( cramping)"), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), pelvic discomfort ("discomfort"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), blister ("blisters"), cystitis ("bladder infection"), skin swelling ("skin swelling"), suicide attempt (seriousness criterion medically significant), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/changes"), investigation noncompliance ("did you undergo an essure confirmation test: no"), toothache ("often teeth and gum pain (mild to severe)") and gingival pain ("often teeth and gum pain (mild to severe)"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, device expulsion, blood disorder and investigation noncompliance outcome was unknown, the abdominal pain, genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the post procedural haemorrhage, back pain, depression, fatigue, weight fluctuation, migraine, pelvic discomfort, dizziness, loss of consciousness, rash, vaginal haemorrhage, menorrhagia, urticaria, blister, mood swings, cystitis, anxiety, skin swelling, skin disorder, tooth disorder, tooth infection, constipation, abdominal distension, nausea, vaginal discharge, vision blurred, weight increased, dysgeusia, swelling, vaginal infection, urinary tract infection, palpitations, ear infection, suicide attempt, bladder disorder, urinary tract disorder, toothache, gingival pain and headache had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bladder disorder, blister, blood disorder, constipation, cystitis, depression, device breakage, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, genital haemorrhage, gingival pain, headache, investigation noncompliance, loss of consciousness, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic discomfort, post procedural haemorrhage, rash, skin disorder, skin swelling, suicide attempt, swelling, tooth disorder, tooth infection, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results: on (B)(6) 2007, CT lumbar spine: no evidence for an acute process. No evidence for an acute fracture or subluxation. On (B)(6) 2007, CT spine cervical wio contrast: continued asymmetry of the lateral masses of c1 with respect to body of c2. Findings are suspicious for rotary subluxation. Consider additional CT evaluation with the patient's head turned to the right and to the left. On (B)(6) 2010, left ankle: lateral soft tissue swelling without fracture. On (B)(6) 2010, ventilation/perfusion lung scan: normal exam. Low probability for pulmonary emboli. On (B)(6) 2010, ultrasound:vascular: bilateral lower extremity venous doppler: no evidence of deep venous thrombosis. On (B)(6) 2011, pelvic ultrasound showed, uterus is slightly enlarged. Ovarian follicles. Small amount of free fluid is seen in the pelvis near the superior uterine contour. On (B)(6) 2012, right shoulder right humerus : findings: 3 films of the right shoulder are submitted. Alignment is anatomic at the acromioclavicular and glenohumeral articulations. No fractures are identified. Limited images of the lung apices are normal. Findings: ap and lateral films of the right humerus are submitted. No fractures are identified. No intrinsic bony abnormalities are seen on (B)(6) 2014, us duplex bilateral lower extremity veins : no deep venous thrombosis in the bilateral lower extremities. On (B)(6) 2014, ventilation/perfusion lung scan : very low probability for pulmonary embolus. On (B)(6) 2014, bilateral fallopian tubes: specimen received in formalin labeled "bilateral fallopian tubes" are two non-designated imbricated fallopian tubes measuring 7.0 x 0.7 x 0.7 cm and 6.5 x 0.7 x 0.7 cm. Both fallopian tubes are red, smooth and glistening externally and they have paratubal cysts up to 0.4 cm. Both fallopian tubes are sectioned to reveal stellate lumina. Both display mucoid material within the end opposite the fimbria. No essure device is noted either within the lumina or in the container. Sections are submitted for microscopic examination with segments from one fallopian tube in cassette 1 and from the other fallopian tube in cassette 2. (B)(6) 2009, cta of the chest showed there is a small filling defect noted in the right lower lobe pulmonary artery and at least one right lower lobe pulmonary artery bifurcation compatible with small pulmonary emboli. There is also a more subtle filling defect in one of the left lower lobe pulmonary arteries questioned on images 60 and 69. The findings are compatible with small pulmonary emboli. A trace left pleural effusion and bibasilar atelectasis is noted. No pericardial effusions are seen. The lungs are otherwise clear. No enlarged mediastinal or hilar adenopathy is noted. There are several enlarged right axillary nodes seen measuring between 1.4-1.6 cm. The visualized organs of the upper abdomen are unremarkable. Impression: small pulmonary emboli. 2. Some enlarged right axillary adenopathy is noted quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2018: pfs received. Event abdominal pain, genital bleeding, dyspareunia and dysmenorrhea had recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both coils embedded in uterus/ migration of essure device (uterus)"), device expulsion ("both coils embedded in uterus/ migration of essure device (uterus)"), device breakage ("device breakage"), genital haemorrhage ("heavy bleeding"), post procedural haemorrhage ("light bleeding after procedure"), loss of consciousness ("blacking out") and suicide attempt ("attempted suicide") in a 29-year-old female patient who had essure (batch no. 20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 4 (dob: (B)(6) 2000, (B)(6) 2014, (B)(6) 2007, (B)(6) 2009), recurrent abortion, ectopic pregnancy, preterm labor, depression, gestational diabetes, hemorrhoidectomy in 2002, anorexia in 1998, bulimia in 1998, anemia, ear pain, auditory disorder, shortness of breath, heart rate irregular, chest pain, gas, heartburn, anal fissure, hemorrhoids, hypertrophic anal papilla, anal fistula, proctitis, melanosis coli, neck pain, lumbar pain, neck pain, numbness, tingling sensation, motor vehicle accident, pulmonary embolism, acute renal failure, pregnant, delivery on (B)(6) 2009, eczema, pulmonary embolus and migraine. She had no history of migraines prior to undergoing the implantation of essure. Social history: denied alcohol and tobacco use. Previously administered products included for contraception: nuvaring; for pulmonary embolism: coumadin; for an unreported indication: depo-provers and tylenol. Past adverse reactions to the above products included constipation with tylenol. Concurrent conditions included hypercoagulation, acute bronchitis, nickel sensitivity, fruit allergy, latex allergy, sulfonamide allergy, drug hypersensitivity, allergic reaction to antibiotics and obesity. Family history included anemia (grandparent), diabetes (grandparent), arthritis (grandparent), high cholesterol (parents), breast cancer (grandparent), hypertension (father), schizophrenia (brother), bipolar disorder (sister), type ii diabetes mellitus (uncle), hypercholesterolemia (father) and stroke (father). Concomitant products included cod-liver oil (cod liver oil), cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride (benadryl), hydrocodone, hydroxyzine, ibuprofen (motrin), ketorolac tromethamine (toradol), multi-vit and ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"). In (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea( cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea") and headache ("headaches"). In (B)(6) 2010, the patient experienced depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia / pain during intercourse every interlude moderate to severe"). In 2010, the patient experienced urticaria ("hives"), skin disorder ("bumps on skin"), constipation ("constipation"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), swelling ("swelling") and ear infection ("ear infection"). In 2011, the patient experienced dizziness ("dizziness"), vision blurred ("blurry vision"), dysgeusia ("metal taste in mouth"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and palpitations ("heart palpitations"). In (B)(6) 2011, the patient experienced blood disorder ("blood disorder") and urinary tract disorder ("urinary problems/changes"). In 2012, the patient experienced loss of consciousness (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems") and tooth infection ("tooth infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), pelvic discomfort ("discomfort"), rash ("rashes"), blister ("blisters"), cystitis ("bladder infection"), skin swelling ("skin swelling"), suicide attempt (seriousness criterion medically significant), bladder disorder ("bladder problems/ changes"), investigation noncompliance ("did you undergo an essure confirmation test: no"), toothache ("often teeth and gum pain (mild to severe)") and gingival pain ("often teeth and gum pain (mild to severe)"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, device breakage, blood disorder and investigation noncompliance outcome was unknown, the abdominal pain, genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the post procedural haemorrhage, back pain, depression, fatigue, weight fluctuation, migraine, pelvic discomfort, dizziness, loss of consciousness, rash, vaginal haemorrhage, menorrhagia, urticaria, blister, mood swings, cystitis, anxiety, skin swelling, skin disorder, tooth disorder, tooth infection, constipation, abdominal distension, nausea, vaginal discharge, vision blurred, weight increased, dysgeusia, swelling, vaginal infection, urinary tract infection, palpitations, ear infection, suicide attempt, bladder disorder, urinary tract disorder, toothache, gingival pain and headache had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bladder disorder, blister, blood disorder, constipation, cystitis, depression, device breakage, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, genital haemorrhage, gingival pain, headache, investigation noncompliance, loss of consciousness, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic discomfort, post procedural haemorrhage, rash, skin disorder, skin swelling, suicide attempt, swelling, tooth disorder, tooth infection, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. On (B)(6) 2007, CT lumbar spine: no evidence for an acute process. No evidence for an acute fracture or subluxation. On (B)(6) 2007, CT spine cervical wio contrast: continued asymmetry of the lateral masses of c1 with respect to body of c2. Findings are suspicious for rotary subluxation. Consider additional CT evaluation with the patient's head turned to the right and to the left. On (B)(6) 2010, left ankle: lateral soft tissue swelling without fracture. On (B)(6) 2010, ventilation/perfusion lung scan: normal exam. Low probability for pulmonary emboli. On (B)(6) 2010, ultrasound:vascular: bilateral lower extremity venous doppler: no evidence of deep venous thrombosis. On (B)(6) 2011, pelvic ultrasound showed, uterus is slightly enlarged. Ovarian follicles. Small amount of free fluid is seen in the pelvis near the superior uterine contour. On (B)(6) 2012, right shoulder right humerus : findings: 3 films of the right shoulder are submitted. Alignment is anatomic at the acromioclavicular and glenohumeral articulations. No fractures are identified. Limited images of the lung apices are normal. Findings: ap and lateral films of the right humerus are submitted. No fractures are identified. No intrinsic bony abnormalities are seen. On (B)(6) 2014, us duplex bilateral lower extremity veins : no deep venous thrombosis in the bilateral lower extremities. On (B)(6) 2014, ventilation/perfusion lung scan : very low probability for pulmonary embolus. On (B)(6) 2014, bilateral fallopian tubes: 1. Specimen received in formalin labeled "bilateral fallopian tubes" are two non-designated imbricated fallopian tubes measuring 7.0 x 0.7 x 0.7 cm and 6.5 x 0.7 x 0.7 cm. Both fallopian tubes are red, smooth and glistening externally and they have paratubal cysts up to 0.4 cm. 2. Both fallopian tubes are sectioned to reveal stellate lumina. Both display mucoid material within the end opposite the fimbria. No essure device is noted either within the lumina or in the container. Sections are submitted for microscopic examination with segments from one fallopian tube in cassette 1 and from the other fallopian tube in cassette 2. (B)(6) 2009, cta of the chest showed there is a small filling defect noted in the right lower lobe pulmonary artery and at least one right lower lobe pulmonary artery bifurcation compatible with small pulmonary emboli. There is also a more subtle filling defect in one of the left lower lobe pulmonary arteries questioned on images 60 and 69. The findings are compatible with small pulmonary emboli. A trace left pleural effusion and bibasilar atelectasis is noted. No pericardial effusions are seen. The lungs are otherwise clear. No enlarged mediastinal or hilar adenopathy is noted. There are several enlarged right axillary nodes seen measuring between 1.4-1.6 cm. The visualized organs of the upper abdomen are unremarkable. Impression: small pulmonary emboli. 2. Some enlarged right axillary adenopathy is noted ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression, anxiety, attempted suicide. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received event " she did not undergo essure confirmation test" was added. Patient and reporter information added. Concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both coils embedded in uterus/ migration of essure device (uterus)'), device expulsion ('both coils embedded in uterus/ migration of essure device (uterus)'), device breakage ('device breakage'), loss of consciousness ('blacking out') and suicide attempt ('attempted suicide') in a 29-year-old female patient who had essure (batch no. 20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included delivery on (B)(6) 2009, hemorrhoidectomy in 2002, anorexia in 1998, bulimia in 1998, multigravida, parity 4 (dob: (B)(6) 2000, (B)(6) 2014, (B)(6) 2007, (B)(6) 2009), recurrent abortion, ectopic pregnancy, preterm labor, depression, gestational diabetes, anemia, ear pain, auditory disorder, shortness of breath, heart rate irregular, chest pain, gas, heartburn, anal fissure, hemorrhoids, hypertrophic anal papilla, anal fistula, proctitis, melanosis coli, neck pain, lumbar pain, neck pain, numbness, tingling sensation, motor vehicle accident, pulmonary embolism, acute renal failure, pregnant, eczema, pulmonary embolus and migraine. She had no history of migraines prior to undergoing the implantation of essure. Social history: denied alcohol and tobacco use. Previously administered products included for contraception: nuvaring; for pulmonary embolism: coumadin; for an unreported indication: depo-provers and tylenol. Past adverse reactions to the above products included constipation with tylenol. Concurrent conditions included hypercoagulation, acute bronchitis, nickel sensitivity, fruit allergy, latex allergy, sulfonamide allergy, drug hypersensitivity, allergic reaction to antibiotics and obesity. Family history included anemia (grandparent), diabetes (grandparent), arthritis (grandparent), high cholesterol (parents), breast cancer (grandparent), hypertension (father), schizophrenia (brother), bipolar disorder (sister), type ii diabetes mellitus (uncle), hypercholesterolemia (father) and stroke (father). Concomitant products included cod-liver oil (cod liver oil), diphenhydramine hydrochloride, hydrocodone, hydroxyzine, ketorolac tromethamine (toradol), ondansetron (zofran) and vitamins nos (multi-vit). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)") and vaginal infection ("vaginal infection"). In (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea( cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), pelvic pain ("pain"), nausea ("nausea") and headache ("headaches"). In (B)(6) 2010, the patient experienced depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia / pain during intercourse every interlude moderate to severe"). In (B)(6) 2010, the patient experienced urticaria ("hives"), blister ("blisters"), skin swelling ("skin swelling") and skin disorder ("bumps on skin"). In 2010, the patient experienced constipation ("constipation"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), swelling ("swelling") and ear infection ("ear infection") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dysgeusia ("metal taste in mouth") and urinary tract infection ("urinary tract infection"). In 2011, the patient experienced dizziness ("dizziness"), vision blurred ("blurry vision") and palpitations ("heart palpitations"). In (B)(6) 2011, the patient experienced blood disorder ("blood disorder") and urinary tract disorder ("urinary problems/changes"). In 2012, the patient experienced loss of consciousness (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems") and tooth infection ("tooth infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), post procedural haemorrhage ("light bleeding after procedure"), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), pelvic discomfort ("discomfort"), rash ("rashes"), cystitis ("bladder infection"), suicide attempt (seriousness criterion medically significant), bladder disorder ("bladder problems/ changes"), investigation noncompliance ("did you undergo an essure confirmation test: no"), toothache ("often teeth and gum pain (mild to severe)"), gingival pain ("often teeth and gum pain (mild to severe)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and tooth extraction. Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, device breakage, pelvic pain, blood disorder, investigation noncompliance and allergy to metals outcome was unknown, the abdominal pain, genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the post procedural haemorrhage, back pain, depression, fatigue, weight fluctuation, migraine, pelvic discomfort, dizziness, loss of consciousness, rash, vaginal haemorrhage, menorrhagia, urticaria, blister, mood swings, cystitis, anxiety, skin swelling, skin disorder, tooth disorder, tooth infection, constipation, abdominal distension, nausea, vaginal discharge, vision blurred, weight increased, dysgeusia, swelling, vaginal infection, urinary tract infection, palpitations, ear infection, suicide attempt, bladder disorder, urinary tract disorder, toothache, gingival pain and headache had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, blister, blood disorder, constipation, cystitis, depression, device breakage, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, genital haemorrhage, gingival pain, headache, investigation noncompliance, loss of consciousness, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic discomfort, pelvic pain, post procedural haemorrhage, rash, skin disorder, skin swelling, suicide attempt, swelling, tooth disorder, tooth infection, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. On (B)(6) 2007, CT lumbar spine: no evidence for an acute process. No evidence for an acute fracture or subluxation. On (B)(6) 2007, CT spine cervical wio contrast: continued asymmetry of the lateral masses of c1 with respect to body of c2. Findings are suspicious for rotary subluxation. Consider additional CT evaluation with the patient's head turned to the right and to the left. On (B)(6) 2010, left ankle: lateral soft tissue swelling without fracture. On (B)(6) 2010, ventilation/perfusion lung scan: normal exam. Low probability for pulmonary emboli. On (B)(6) 2010, ultrasound:vascular: bilateral lower extremity venous doppler: no evidence of deep venous thrombosis. On (B)(6) 2011, pelvic ultrasound showed, uterus is slightly enlarged. Ovarian follicles. Small amount of free fluid is seen in the pelvis near the superior uterine contour. On (B)(6) 2012, right shoulder right humerus : findings: 3 films of the right shoulder are submitted. Alignment is anatomic at the acromioclavicular and glenohumeral articulations. No fractures are identified. Limited images of the lung apices are normal. Findings: ap and lateral films of the right humerus are submitted. No fractures are identified. No intrinsic bony abnormalities are seen. On (B)(6) 2014, us duplex bilateral lower extremity veins : no deep venous thrombosis in the bilateral lower extremities. On (B)(6) 2014, ventilation/perfusion lung scan : very low probability for pulmonary embolus. On (B)(6) 2014, bilateral fallopian tubes: specimen received in formalin labeled "bilateral fallopian tubes" are two non-designated imbricated fallopian tubes measuring 7.0 x 0.7 x 0.7 cm and 6.5 x 0.7 x 0.7 cm. Both fallopian tubes are red, smooth and glistening externally and they have paratubal cysts up to 0.4 cm. 2. Both fallopian tubes are sectioned to reveal stellate lumina. Both display mucoid material within the end opposite the fimbria. No essure device is noted either within the lumina or in the container. Sections are submitted for microscopic examination with segments from one fallopian tube in cassette 1 and from the other fallopian tube in cassette 2. (B)(6) 2009, cta of the chest showed there is a small filling defect noted in the right lower lobe pulmonary artery and at least one right lower lobe pulmonary artery bifurcation compatible with small pulmonary emboli. There is also a more subtle filling defect in one of the left lower lobe pulmonary arteries questioned on images 60 and 69. The findings are compatible with small pulmonary emboli. A trace left pleural effusion and bibasilar atelectasis is noted. No pericardial effusions are seen. The lungs are otherwise clear. No enlarged mediastinal or hilar adenopathy is noted. There are several enlarged right axillary nodes seen measuring between 1.4-1.6 cm. The visualized organs of the upper abdomen are unremarkable. Impression: small pulmonary emboli. Some enlarged right axillary adenopathy is noted ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression, anxiety, attempted suicide lot number: 20183879 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both coils embedded in uterus/ migration of essure device (uterus)"), device breakage ("device breakage"), genital haemorrhage ("heavy bleeding"), post procedural haemorrhage ("light bleeding after procedure"), loss of consciousness ("blacking out") and suicide attempt ("attempted suicide") in an adult female patient who had essure (batch no. 20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (dob: (B)(6) 2000, (B)(6) 20014, (B)(6) 2007, (B)(6) 2009), recurrent abortion, ectopic pregnancy, preterm labor, depression and gestational diabetes. She had no history of migraines prior to undergoing the implantation of essure. Concomitant products included cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride (benadryl), hydrocodone, hydroxyzine, ketorolac tromethamine (toradol) and ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia / pain during intercourse every interlude moderate to severe"), migraine ("migraines/headaches"), urticaria ("hives"), mood swings ("mood swings"), anxiety ("anxiety"), skin disorder ("bumps on skin"), constipation ("constipation"), abdominal distension ("bloating"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), swelling ("swelling"), vaginal infection ("vaginal infection"), ear infection ("ear infection") and headache ("headaches"). In 2011, the patient experienced dizziness ("dizziness"), vision blurred ("blurry vision"), dysgeusia ("metal taste in mouth"), urinary tract infection ("urinary tract infection"), palpitations ("heart palpitations") and blood disorder ("blood disorder"). In 2012, the patient experienced loss of consciousness (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems") and tooth infection ("tooth infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), device expulsion ("both coils embedded in uterus/ migration of essure device (uterus)"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea( cramping)"), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), pelvic discomfort ("discomfort"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), blister ("blisters"), cystitis ("bladder infection"), skin swelling ("skin swelling"), suicide attempt (seriousness criterion medically significant), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/changes"), investigation noncompliance ("did you undergo an essure confirmation test: no"), toothache ("often teeth and gum pain (mild to severe)") and gingival pain ("often teeth and gum pain (mild to severe)"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, abdominal pain, genital haemorrhage, device expulsion, blood disorder and investigation noncompliance outcome was unknown and the post procedural haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, pelvic discomfort, dizziness, loss of consciousness, rash, vaginal haemorrhage, menorrhagia, urticaria, blister, mood swings, cystitis, anxiety, skin swelling, skin disorder, tooth disorder, tooth infection, constipation, abdominal distension, nausea, vaginal discharge, vision blurred, weight increased, dysgeusia, swelling, vaginal infection, urinary tract infection, palpitations, ear infection, suicide attempt, bladder disorder, urinary tract disorder, toothache, gingival pain and headache had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bladder disorder, blister, blood disorder, constipation, cystitis, depression, device breakage, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, genital haemorrhage, gingival pain, headache, investigation noncompliance, loss of consciousness, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic discomfort, post procedural haemorrhage, rash, skin disorder, skin swelling, suicide attempt, swelling, tooth disorder, tooth infection, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 23-jan-2018: new events: embedment, discomfort, pelvic pain, dizziness, loss of consciousness, rash, vaginal hemorrhage, menorrhagia, urticaria, blister, mood swings, cystitis, anxiety, skin swelling, skin disorder, tooth disorder, tooth infection, dysmenorrhea, constipation, abdominal distension, nausea, vaginal discharge, vision blurred, weight increased, dysgeusia, swelling, vaginal infection, urinary tract infection, palpitations, ear infection, suicide attempt, device breakage, did you undergo an essure confirmation test: no, headaches, often teeth and gum pain (mild to severe) were added. Product start date and stop date updated and product batch number added. Patient historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both coils embedded in uterus/ migration of essure device (uterus)"), device breakage ("device breakage"), genital haemorrhage ("heavy bleeding"), post procedural haemorrhage ("light bleeding after procedure"), loss of consciousness ("blacking out") and suicide attempt ("attempted suicide") in an adult female patient who had essure (batch no. 20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (dob: (B)(6) 2000, (B)(6) 20014, (B)(6) 2007, (B)(6) 2009), recurrent abortion, ectopic pregnancy, preterm labor, depression and gestational diabetes, hemorrhoidectomy, anorexia, bulimia, anemia, ear pain, auditory disorder, shortness of breath, t rate irregular, chest pain, gas, heartburn, anal fissure, hemorrhoids, hypertrophic anal papilla, anal fistula, proctitis, melanosis coli, cervical pain, lumbar pain, neck pain, numbness, tingling sensation, motor vehicle accident, pulmonary embolism, acute renal failure, pregnant . She had no history of migraines prior to undergoing the implantation of essure. Concomitant products included cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride (benadryl), hydrocodone, hydroxyzine, ketorolac tromethamine (toradol) and ondansetron (zofran). Historical product included nuvaring, coumadin, depo provera, tylenol. Concomitant conditions included hypercoagulation, acute bronchitis, nickel sensitivity, fruit allergy, latex allergy, sulfonamide allergy, drug hypersensitivity. Family history of the patient included anemia, diabetes, arthritis, high cholesterol, breast cancer, hypertension, schizophrenia, bipolar disorder, delivery, type ii diabetes mellitus, hypercholesterolemia, stroke. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia / pain during intercourse every interlude moderate to severe"), migraine ("migraines/headaches"), urticaria ("hives"), mood swings ("mood swings"), anxiety ("anxiety"), skin disorder ("bumps on skin"), constipation ("constipation"), abdominal distension ("bloating"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), swelling ("swelling"), vaginal infection ("vaginal infection"), ear infection ("ear infection") and headache ("headaches"). In 2011, the patient experienced dizziness ("dizziness"), vision blurred ("blurry vision"), dysgeusia ("metal taste in mouth"), urinary tract infection ("urinary tract infection"), palpitations ("heart palpitations") and blood disorder ("blood disorder"). In 2012, the patient experienced loss of consciousness (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems") and tooth infection ("tooth infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), device expulsion ("both coils embedded in uterus/ migration of essure device (uterus)"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea( cramping)"), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), pelvic discomfort ("discomfort"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), blister ("blisters"), cystitis ("bladder infection"), skin swelling ("skin swelling"), suicide attempt (seriousness criterion medically significant), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/changes"), investigation noncompliance ("did you undergo an essure confirmation test: no"), toothache ("often teeth and gum pain (mild to severe)") and gingival pain ("often teeth and gum pain (mild to severe)"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, abdominal pain, genital haemorrhage, device expulsion, blood disorder and investigation noncompliance outcome was unknown and the post procedural haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, pelvic discomfort, dizziness, loss of consciousness, rash, vaginal haemorrhage, menorrhagia, urticaria, blister, mood swings, cystitis, anxiety, skin swelling, skin disorder, tooth disorder, tooth infection, constipation, abdominal distension, nausea, vaginal discharge, vision blurred, weight increased, dysgeusia, swelling, vaginal infection, urinary tract infection, palpitations, ear infection, suicide attempt, bladder disorder, urinary tract disorder, toothache, gingival pain and headache had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bladder disorder, blister, blood disorder, constipation, cystitis, depression, device breakage, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, genital haemorrhage, gingival pain, headache, investigation noncompliance, loss of consciousness, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic discomfort, post procedural haemorrhage, rash, skin disorder, skin swelling, suicide attempt, swelling, tooth disorder, tooth infection, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2007, CT lumbar spine: no evidence for an acute process. No evidence for an acute fracture or subluxation. On (B)(6) 2007, CT spine cervical wio contrast: continued asymmetry of the lateral masses of c1 with respect to body of c2. Findings are suspicious for rotary subluxation. Consider additional CT evaluation with the patient's head turned to the right and to the left. On (B)(6) 2010, left ankle: lateral soft tissue swelling without fracture. On (B)(6) 2010, ventilation/perfu sion lung scan: normal exam. Low probability for pulmonary emboli. On (B)(6) 2010, ultrasound:vascular: bilateral lower extremity venous doppler: no evidence of deep venous thrombosis. On (B)(6) 2011, pelvic ultrasound showed, uterus is slightly enlarged. Ovarian follicles. Small amount of free fluid is seen in the pelvis near the superior uterine contour. On (B)(6) 2012, right shoulder right humerus : findings: 3 films of the right shoulder are submitted. Alignment is anatomic at the acromioclavicular and glenohumeral articulations. No fractures are identified. Limited images of the lung apices are normal. Findings: ap and lateral films of the right humerus are submitted. No fractures are identified. No intrinsic bony abnormalities are seen on (B)(6) 2014, us duplex bilateral lower extremity veins : no deep venous thrombosis in the bilateral lower extremities. On (B)(6) 2014, ventilation/perfu sion lung scan : very low probability for pulmonary embolus. On (B)(6) 2014, bilateral fallopian tubes: specimen received in formalin labeled "bilateral fallopian tubes" are two non-designated imbricated fallopian tubes measuring 7.0 x 0.7 x 0.7 cm and 6.5 x 0.7 x 0.7 cm. Both fallopian tubes are red, smooth and glistening externally and they have paratubal cysts up to 0.4 cm. Both fallopian tubes are sectioned to reveal stellate lumina. Both display mucoid material within the end opposite the fimbria. No essure device is noted either within the lumina or in the container. Sections are submitted for microscopic examination with segments from one fallopian tube in cassette 1 and from the other fallopian tube in cassette 2. Most recent follow-up information incorporated above includes: on 24-jan-2018: new reporter other health professional were added. Historical and concomitant conditions and medication, family history were added. Treatment medication were added. Lab data were added. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, heavy bleeding (seen as genital bleeding) and one of essure coils had migrated to uterus. A hysterectomy was performed and essure coils were removed. The events are anticipated according to the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of partial expulsion of device was not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device expulsion ("one of essure coils had migrated to uterus") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), device expulsion (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (hysterectomy performed on (B)(6) 2015 and essure coils were removed) and surgery (hysterectomy performed on (B)(6) 2015 and essure coils were removed). Essure was withdrawn. At the time of the report, the abdominal pain, device expulsion, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, device expulsion, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine to be related to essure. The reporter commented: she had no history of migraines prior to undergoing the implantation of essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, heavy bleeding (seen as genital bleeding) and one of essure coils had migrated to uterus. A hysterectomy was performed and essure coils were removed. The events are anticipated according to the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of partial expulsion of device was not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.